Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and damaged battery cap from the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that she was unable to remove the battery cap on her pump. The customer stated that she changed the battery and the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.